Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated a partial electrical reset, which occurred on (B)(4) 2013.

Event description:
It was reported that the device exhibited an electrical reset. The device restored itself to the previous settings, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.